Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the cord is cut. This occurred during set-up and there was no patient involvement. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
All available information contains no indication of any air leakage. This report is therefore unnecessary and should be considered void.

Event description:
It was reported that the cord (hose) is cut, however all available information contains no indication of any air leakage. This report is therefore unnecessary and should be considered void.